Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues with malposition may have been due to a potential placement error at implant.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a high riding pump making it difficult to inflate the device. A revision surgery was performed to remove the component and implant a new one with longer tubing. No patient complications were reported.